Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery (mrca) with heavy calcification and heavy tortuosity. The 4.00x12mm xience skypoint stent delivery system (sds) failed to advance to the target lesion due to anatomical challenges. Therefore, sds was removed from the patient and difficulty was also noted during removal due to anatomical challenges. There was no adverse patient effect and no clinically significant delay reported in the procedure. A non-abbott device was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.